Event description:
The customer reported problems with the ECG cable. No further details were captured in the call data. No patient incident/injury was reported.

Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted upon completion of the investigation.